Manufacturer narrative:
09/15/1997-supplemental report #1 submitted to FDA.

Event description:
The device was used during a lavh procedure. Reportedly, bleeding was observed from the staple line. Cautery was used by the surgeon to control the bleeding.